Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2008, that a planned procedure to remove a polyflex esophageal stent, which was placed about five months prior, was performed. According to the complainant, when the physician attempted to remove the device, it was found to be embedded in the esophageal wall. It was further reported that due to tissue granulation, the physician decided to leave the stent implanted. The stent removal procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The suspect device remains implanted, therefore, a device evaluation cannot be performed. The cause of the reported malfunction is undetermined.